Event description:
Surgeon noticed splintering on the shaft of the instrument during the robotic laparoscopy procedure. Instrument was replaced with a new one. Patient was not harmed.====================== health professional's impression======================wear on the instrument, which is considered semi-disposable====================== manufacturer response for fenestrated bipolar forceps, intuitive======================we returned product per instructions for immediate replacement and reduced cost by company. Instrument is semi-disposable, to be used 10 times only.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 703:00 on channel a. It is unknown when this event occurred but was reported to have occurred in the general patient therapy ward. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version (B)(4) categorized as unremediated.

Manufacturer narrative:
The reported condition of failure code 703:00 was confirmed but not reproduced. The reported condition is due to a faulty uim pcb (user interface module printed circuit board). The uim pcb was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
(B)(4).